Event description:
A 63 yr old female with pic line in right arm (right basillie vein) called office stating line was leaking. Small amount of drainage noted beneath tegaderm. Line flushed with no leakage noted. At md appt next day, dressing to be changed. Line was pulled at md office where small hole was found in the line where tubing connects to flange. (Line was put in by radiologist at local hosp. All info regarding pic line specifies, is from them).